Event description:
Customer alleged the chair makes abrupt stops all of sudden. Minor injury alleged.

Manufacturer narrative:
RMA (B)(4) has been initiated for this issue. Model fdx-mcg, (B)(4) is approximately 9 months old. The owner's manual part number 1163181 rev d (feb-11) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is an (B)(6) male (B)(6). The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The dealer stated that he added push canes and the speed settings were adjusted accordingly to the consumer's needs. Other than that, no other repairs were made. The consumers father stated that the chair allegedly comes to an abrupt stop. The unit does not shut down. The consumer's father has to shut the chair off and reboot it. The consumers father confirmed that the user was wearing his seat positioning strap, however due to his size may have been shifted above the strap causing him to be thrown from the chair. The consumer was indoors when this alleged incident occurred and he sustained minor bruising. No medical intervention was sought. The consumer is in the chair for a majority of the day and uses the unit indoors and outdoors. The dealer is unable to duplicate the incident. The dealer tested the unit by placing himself in the chair ((B)(4)) and drove it over obstacles. He also drove it through a "torture track" of high and low grades, sharp turns at high speed and around corners. He stated that the joystick did not have any error codes. The only information on the joystick indicated a left/right motor disconnect and out of neutral indicator. Invacare spoke with the consumer's father explaining that the unit has a regenerative brake system therefore should not come to a hard stop. However, in order to investigate, invacare is agreeing to replace the electronics on the unit and bring the originals back to inspect and evaluate. Invacare will replace the motors, joystick and batteries.